Event description:
It has been identified that this record, mrn 9617229-2023-19242, is a duplicate of mrn 9617229-2023-17660. Please see mrn 9617229-2023-17660 for reportable events.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: ¿ anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ biological tissue observed on the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side textured to smooth exchange and capsular contracture, baker grade IV. Device has explanted and replaced.